Manufacturer narrative:
One cadd solis vip pump was received with a cracked downstream occlusion sensor (dso) seal. The event history log was reviewed and there was a "system fault 45630" error. The software application was also reviewed and the reported issue was able to be duplicated. Error 45630 was found in both the software app and event log. The possible cause is unknown but it was recommended that the pwa board and motor be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 45630. There was no reported adverse event.